Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. No nonconformances were identified for this part number, lot number combination. The complaint device was received and inspected. Visual inspection revealed that the contents received comprised of the implants attached to the suture. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the reported failure. No anomalies were observed on the device. Therefore, the complaint cannot be confirmed. Moreover, as the inserter was not returned, no evaluation can be performed to understand what caused the user to experience the reported failure. Furthermore, the information provided is not sufficient to determine a definitive root cause. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4), incomplete. The expiration date is unknown.

Event description:
It was reported by the affiliate via complaint submission tool that during an unknown procedure the lupine br ds w/orthcrd was not well attached with the inserter and it felt. Surgical delayed of 5 to 10 minutes was reported, no patient consequence was reported. No additional information.